Event description:
The patient was revised because of knee pain. Poly wear was noted.

Manufacturer narrative:
Examination of the returned insert confirms the reported wear. The exact root cause could not be determined, but it appears that hyperextension and possible internal rotation of the femoral component may have been a contributing factor. The need for corrective action was not indicated.